Event description:
A 3.75 mm diameter x 20mm length sprinter over the wire angioplasty balloon was used to expand an lad lesion. The lesion morphology was slight calcification, moderate tortuosity with 99 percent stenosis. It was reported that the balloon was advanced to the intended lesion site. It was reported the physician left resistance while advancing the balloon to the intended lesion site and that upon the first inflation of the balloon, it burst. The cause of the balloon burst may be attributed to moderate tortuosity with slight calcification in a very tight lesion. The balloon was inflated and ruptured around 14 atmospheres. The balloon was successfully removed from the pt as one unit. The case was completed with another mfrs angioplasty balloon and placement of another MFR's stent. The user facility discarded due to the pt having an infectious disease, and there are no films available for this case. No add'l sequelae were reported and the pt is reported to be fine. Please note that this device (lot# 0000205448) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Conclusions: device failure/lack of effectiveness related to pt condition (moderate tortuosity with slight calcification in a very tight lesion).